Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was further reported that a catheter revision occurred. The catheter issue that led to the catheter revision was asked, but the response did not indicate what the catheter issue was. The cause of the catheter issue was asked, but the response did not indicate what the cause of the catheter issue was. When asked if the catheter issue was resolved, the response indicated that the resolution was pending. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine and morphine (unknown concentrations and dosages) via an implantable infusion pump for spinal pain. It was reported that the patient started experiencing withdrawal and discomfort, which began on (B)(6) 2018. The patient was not feeling good and went to the hospital in the evening on (B)(6) 2018. Reported symptoms included cold sweats, the runs, tremors, and puking. The patient was not hearing any alarming. The patient was given percocet until she got to her healthcare provider (hcp) on (B)(6) 2018 to have the pump checked. No further complications were reported. Additional information was received from a healthcare provider (hcp). It was reported that the catheter dye study was performed. A catheter revision was noted. The catheter issue that led to the catheter revision was not mentioned. No further complications were reported.